Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that printed circuit board has pneumoperitoneum control function, user I/f control function, and peripheral equipment communication function, and that e03 error indicates the failure of the line pressure sensor. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the high flow insufflation unit failed during a pre-use inspection. When turned on, the front panel went dark, and the power was lost. The unit did not recover and was rendered inoperable. The unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.